Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump display screen went blank following a battery change. The pump continued to emit audible tones and vibration. During troubleshooting, the display screen reappeared and the pump alarm history allegedly recorded multiple call service alarms related to sleep alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms on the event date. During testing, the pump powered on properly with a fully illuminated and functional display screen. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress was found. No damage or defects were found to the internal components.